Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt (B)(4) which was returned for normal maintenance, the electrode belt's trunk cable connector was broken. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: eval of electrode belt (B)(4) has been completed. Upon eval the trunk cable connector was broken preventing communication between the electrode belt and the monitor. The root cause for the broken trunk cable connector cannot be positively determined but is likely physical abuse. No adverse event occurred due to the broken connector on the electrode belt. The last pt to use this electrode belt did not report any problems.